Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Eighteen thousands sics were observed since the last session 27.93 days ago. Analysis of the device memory also indicated pacing capture threshold in the rv (right ventricle) was elevated between (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was removed due to poor placement with respect to the his bundle. The lead exhibited high threshold, noise and high sensing integrity counter (sic). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.